Event description:
It was reported via service tech that the facility has an issue with a new bed where the bed exit system does not always arm properly. It was reported a pt fell and the alarm did not go off. The pt allegedly broke her hip.

Manufacturer narrative:
Investigation underway; f/u will be issued as necessary based on investigation results.